Event description:
It was reported the correct cleaning tube was not used while using the connecting tube. There was no patient harm associated with the event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation result, it is considered that the user did not thoroughly read the instruction manual, which resulted in reprocessing using incompatible connecting tube, causing the subject event. The subject event can be detected and prevented by implementing in accordance with IFU. [Instructions for oer-6, operation manual]. Important information - please read before use. Equipment compatibility. Olympus has not tested the efficacy of reprocessing on this equipment in combination with endoscopes and accessories other than those designated by olympus. Autoclave sterilization is recommended for endoscopes and accessories that are compatible with autoclave sterilization. For details on endoscopes that can be reprocessed with this equipment, refer to the ¿list of compatible endoscopes/connecting tubes <oer-6>¿. Provided with this equipment. If a non-designated endoscope is used with this equipment, be sure to validate in advance that the entire endoscope including all channels can be effectively reprocessed, and the functions of the endoscope can be maintained without any damage or degradation to the equipment. Furthermore, verify that the reprocessing procedures are appropriate for the endoscope. Chapter 4 basic endoscope reprocessing operations. Section 4.7 connecting tube installation. Warning: for details on the combinations of endoscopes and connecting tubes, refer to the latest ¿list of compatible endoscopes/connecting tubes <oer-6>¿. If a connecting tube is used with an incompatible endoscope, the endoscope may not be reprocessed effectively. Please contact olympus if you do not have the latest ¿list of compatible endoscopes/connecting tubes <oer-6>¿. Olympus will continue to monitor field performance for this device.